Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
It was reported that the system had an intermittent generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.